Event description:
Event [preferred term] got a false negative result [false negative investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 31jan2025, outcome "unknown", described as "got a false negative result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "got a false negative result" associated to covid-19 and influenza ivd device. Causality for "got a false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took a covid-19 and flu test kit and got a false negative result. The customer went to the hospital, was tested again and got a positive result. The reporter was the patient's mother; she was reporting the invalid result through an email (as reported). Caller stated that she has the lot number from her husband's test but not her daughter's. Caller clarifies that the interval between her daughter's testings was for only a day. Caller expounds that her daughter's symptoms showed on (B)(6) 2025 and test with the kit was done on (B)(6) 2025, went to the hospital and tested positive on (B)(6) 2025. Caller adds that her husband tested on (B)(6) 2025 and clarified that did not go to the hospital after that and had taken care by her daughter instead as they have the same symptoms and assumed that he didn't need to go the hospital. Caller is just wondering how effective are the tests when they're testing negative but the actually got the flu. Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit no quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "false negative" was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (document (B)(4), version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (18feb2025): this is a spontaneous report received from a consumer or other non hcp, program ID: 204185. Updated information: clinical courses. Follow-up (11feb2025, 13feb2025, 18feb2025 and 19feb2025): this is a spontaneous follow report received from a consumer or other non hcp and product quality group, program ID: (B)(4). Updated information included: lab test information and event onset date provided. No follow-up attempts are possible. Follow-up (29mar2025): follow-up attempts are completed. Follow-up (28mar2025): this is a follow-up report from product quality group providing investigation results. Follow-up (03apr2025): this is a follow-up report from product quality group providing investigation results. Updated information: qc result, evaluation method. Device was not available for evaluation.

Event description:
Got a false negative result [false negative investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset on (B)(6) 2025, outcome "unknown", described as "got a false negative result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "got a false negative result" associated to covid-19 and influenza ivd device. Causality for "got a false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took a covid-19 and flu test kit and got a false negative result. The customer went to the hospital, was tested again and got a positive result. The reporter was the patient's mother; she was reporting the invalid result through an email (as reported). Caller stated that she has the lot number from her husband's test but not her daughter's. Caller clarifies that the interval between her daughter's testings was for only a day. Caller expounds that her daughter's symptoms showed on (B)(6) 2025 and test with the kit was done on (B)(6) 2025, went to the hospital and tested positive on (B)(6) 2025. Caller adds that her husband tested on (B)(6) 2025 and clarified that did not go to the hospital after that and had taken care by her daughter instead as they have the same symptoms and assumed that he didn't need to go the hospital. Caller is just wondering how effective are the tests when they're testing negative but the actually got the flu. Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "false negative" was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (document (B)(4), version # (4.0). All complaint investigations are trended. There is no current trend alert documented. Follow-up (18feb2025): this is a spontaneous report received from a consumer or other non-hcp, program ID: (B)(4). Updated information: clinical courses. Follow-up (11feb2025, 13feb2025, 18feb2025 and 19feb2025): this is a spontaneous follow report received from a consumer or other non-hcp and product quality group, program ID: (B)(4). Updated information included: lab test information and event onset date provided. No follow-up attempts are possible. Follow-up (29mar2025): follow-up attempts are completed. Follow-up (28mar2025): this is a follow-up report from product quality group providing investigation results. Follow-up (03apr2025): this is a follow-up report from product quality group providing investigation results. Updated information: qc result, evaluation method. Device was not available for evaluation. Follow-up (18apr2025): this is a follow-up report from product quality group providing investigation results. Updated information: device problem code.

Event description:
Got a false negative result [false negative investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp, program ID: (B)(4). A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "got a false negative result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "got a false negative result" associated to covid-19 and influenza ivd device. Causality for "got a false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took a covid-19 and flu test kit and got a false negative result. The customer went to the hospital, was tested again and got a positive result. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] got a false negative result [false negative investigation result]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: 204185. A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset (B)(6) 2025, outcome "unknown", described as "got a false negative result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "got a false negative result" associated to covid-19 and influenza ivd device. Causality for "got a false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took a covid-19 and flu test kit and got a false negative result. The customer went to the hospital, was tested again and got a positive result. The reporter was the patient's mother, she was reporting the invalid result through an email (as reported). Caller stated that she has the lot number from her husband's test but not her daughter's. Caller clarifies that the interval between her daughter's testings was for only a day. Caller expounds that her daughter's symptoms showed on (B)(6) 2025 and test with the kit was done on (B)(6) 2025, went to the hospital and tested positive on (B)(6) 2025. Caller adds that her husband tested on (B)(6) 2025 and clarified that did not go to the hospital after that and had taken care by her daughter instead as they have the same symptoms and assumed that he didn't need to go the hospital. Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: the complaint for false negative result for the covid and flu ivd test kit (lot number: k10a110411243m7, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110411243m7. No quality issues related to lot k10a110411243m7 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch and lot k10a110411243m7 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "false negative" was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis. All complaint investigations are trended. There is no current trend alert documented. Follow-up (18feb2025): this is a spontaneous report received from a consumer or other non hcp, program ID:(B)(6). Updated information: clinical courses. Followup (11feb2025, 13feb2025, 18feb2025 and 19feb2025): this is a spontaneous follow report received from a consumer or other non hcp and product quality group, program ID: (B)(6). Updated information included: lab test information and event onset date provided. No follow-up attempts are possible. Follow-up (29mar2025): follow-up attempts are completed. Follow-up (28mar2025): this is a follow-up report from product quality group providing investigation results.

Event description:
Event verbatim [preferred term] got a false negative result [false negative investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(6). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset (B)(6) 2025, outcome "unknown", described as "got a false negative result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "got a false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took a covid-19 and flu test kit and got a false negative result. The customer went to the hospital, was tested again and got a positive result. The reporter was the patient's mother, she was reporting the invalid result through an email (as reported). Caller stated that she has the lot number from her husband's test but not her daughter's. Caller clarifies that the interval between her daughter's testings was for only a day. Caller expounds that her daughter's symptoms showed on (B)(6) 2025 and test with the kit was done on (B)(6) 2025, went to the hospital and tested positive on (B)(6) 2025. Caller adds that her husband tested on (B)(6) 2025 and clarified that did not go to the hospital after that and had taken care by her daughter instead as they have the same symptoms and assumed that he didn't need to go the hospital. Follow-up (B)(6) 2025): this is a spontaneous report received from a consumer or other non hcp, program ID: 204185. Updated information: clinical courses. Follow-up (B)(6) 2025): this is a spontaneous follow report received from a consumer or other non-hcp and product quality group, program ID: (B)(6). Updated information included: lab test information and event onset date provided. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term], got a false negative result [false negative investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 31jan2025, outcome "unknown", described as "got a false negative result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "got a false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took a covid-19 and flu test kit and got a false negative result. The customer went to the hospital, was tested again and got a positive result. The reporter was the patient's mother, she was reporting the invalid result through an email (as reported). Caller stated that she has the lot number from her husband's test but not her daughter's. Caller clarifies that the interval between her daughter's testings was for only a day. Caller expounds that her daughter's symptoms showed on (B)(6) 2025 and test with the kit was done on (B)(6) 2025, went to the hospital and tested positive on (B)(6)2025. Caller adds that her husband tested on (B)(6)2025 and clarified that did not go to the hospital after that and had taken care by her daughter instead as they have the same symptoms and assumed that he didn't need to go the hospital. Follow-up (B)(6) 2025): this is a spontaneous report received from a consumer or other non-hcp, program ID: (B)(4). Updated information: clinical courses. Follow-up (B)(6) 2025): this is a spontaneous follow report received from a consumer or other non-hcp and product quality group, program ID: (B)(4). Updated information included: lab test information and event onset date provided. No follow-up attempts are possible.